Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] -inspection of water feeding function (a) inspection of water feeding 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The loaner device was returned to olympus. Upon inspection and testing the customer¿s allegations were confirmed. The bending angle in the up direction and the up/down knob did not meet the standard value due to wear of the angle wire; the nozzle had foreign objects; water tightness was lost due to a pinhole on the channel tube; the adhesive on the bending section cover had a chip and a white clouded area; water removal ability did not meet the standard value due to clogging of the nozzle; the plastic distal end cover had a burn; the connecting tube had a scratch; the image guide protector had a scratch, the paint on the suction cylinder was peeled; the protector of the universal cord on the control section side had a scratch; the objective lens had a chip. The device was cleaned, disinfected, and sterilized before sent back to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer, the angle was low on the evis lucera elite gastrointestinal videoscope. Upon inspection and testing of the returned loaner device, it was discovered there were foreign objects in the nozzle. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.